Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: there was a leakage at the bending section rubber. The angulation was insufficient due to the elongation of the angle wire. The grip ring of the control section was damaged. There was yellow stain on the light guide lens. There was a stain on the endoscopic image due to dirt on the image guide bundle. The reported event may have been caused by wear, user's mishandling, or insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that there was a defect in the examination light from the distal end, and there was much more yellow light compared to the old olympus ultrasound videoscope bf-uc180. The device has been used for endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) for several months, causing vision problems from the first use. And the operators reported various problems in using the device as follows: approximately 20 to 30 minutes after the procedure began, the brightness of the device gradually diminished until it was completely went off. This affected multiple endoscopic ultrasonography procedures. In particular, this affected at least five procedures, including the following, with other procedures extending the procedure by less than 30 minutes. The inspection became more complicated as the operator tried to continue the procedure for the inspection using only ultrasound. This increased the time required for the procedure and could have affected the diagnostic yield. On (B)(6) 2021, one procedure was concluded before all lymph node stations determined during the planning phase of the procedure could be sampled. On (B)(6) 2021, the device was replaced with a similar olympus 180 series videoscope during the procedure. This caused a delay of about 15 minutes in the procedure, increasing sedation time and dosage. There was no report of patient injury associated with the event. Then, the service department of olympus (B)(4) inspected the device and found that the brightness of the device had decreased about 20 minutes after starting the inspection.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-06838 and correct the initial report. Olympus medical systems corp. Determined that there is no potential for this issue to cause or contribute to death or serious injury even if the reported malfunction delayed the diagnosis. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.